Event description:
An optometrist reported a case of "island ingrowth", observed on a pt's left eye at three weeks post lasik treatment. Reporter indicated irregular astigmatism present, and flap lift and rinse were performed. Pt noted vision was hazy. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).